Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer not detected on bus. The field service engineer (fse) found all auxiliary drawers in a failed state, successfully recovered all drawers except auxiliary drawer 4.2, logged into hardware test application (hta) and updated firmware, removed the rear panel, powered down the station, reseated all cable connections at the rear of the drawer, borrowed a backup drawer for testing, and removed debris from inside the drawer and beneath the cubies to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.2 cubie pockets a3, a5 and b1 were not detected on bus and which contains medication fluorescein ophthalmic 1 mg strip, captopril 12.5 mg tablet and metoclopramide (5 mg/ml) 10 mg (2 ml) vial respectively. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.